Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the left leg of the lift base was bent causing the front left caster to not make contact with the ground, which confirmed the original complaint issue.

Event description:
The dealer states that one wheel is up off the floor.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that one wheel is up off the floor.